Manufacturer narrative:
The company representative examined the system and the customer's phaco handpiece but could not duplicate the customer reported event. The batteries in the remote control were replaced. The system was then tested and met all product specifications. The event log was checked and only one system message (lost ac power) was recorded for the date of this report. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. (B)(4).

Event description:
A nurse reported that during surgery, the system displayed occlusion alerts and there was no phaco power, despite the successful completion of the tuning test. The system was exchanged and the surgery was completed. There was no harm to the patient.